Event description:
It was reported by service report that the stretcher would not stay locked or engaged in the steer or brake function from any foot pedal used on the stretcher. It is unk if there was pt involvement, however no adverse consequences are reported.